Event description:
The lay user/pt contacted lifescan in 2007, and alleged that her one touch ultra meter was reading inaccurately high. This complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the alleged issue first occurred one day before, at 7pm. She also provided a result of 248 mg/dl obtained on the reported meter. She was felling jittery and lightheaded after the reported issue began. The pt reportedly took no diabetes treatment actions following the results and did not receive/require any medical treatment or intervention. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The pt's testing technique was reviewed to be correct and she was also cleaning the puncture area properly. This complaint is reported because the pt alleged experiencing symptoms after the reported issue began. The result obtained on the subject meter did not correlate with the symptoms experienced. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.